Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as final report. The device history record and previous repair record for zimmer air dermatome serial number (B)(6) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(6) prior to 29 march 2019, the device was noted to have been previously repaired once for the motor sounding as though it was not running at full power reported on 15 january 2016. On (B)(6) 2019, it was reported from (B)(6) health that a dermatome was intermittently stopping even the motor would still be running. The customer returned a zimmer air dermatome serial number (B)(6) for evaluation. The device was received by zimmer australia and a quote for service was issued to the customer. At the time of the investigation, however, the customer has yet to give their approval to proceed with service on the device. As such, no evaluation or repair of the device can be reviewed as part of the investigation. Reference number (B)(4) on 29 march 2019. No evaluation or repair has been performed on the device at the time of the investigation as the customer has yet to accept the quote for service. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action. H3 other text : no customer approval

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the dermatome intermittently stopped even though motor was still running. The event occurred during surgery. The graft was affected and was unable to be used. There was a surgical delay of 1-15 minutes. The patient was anesthetized under general anesthesia. There was harm to the patient as an additional surgery was required to harvest tissue. An alternative device was used complete the surgery. No additional patient consequences were reported.